Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that error b30 (scope communication) error displayed. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that the bronchovideoscope exhibited that error b30 (scope communication) error displayed. There were no reports of patient involvement.